Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D6.a implant date from (B)(6) 2020 to (B)(6) 2022. D10: therapy date: unknown. G2: foreign - event occurred in germany. G2: literature - schweizer, c., krug, t., herre, j., aldinger, p.r., merle, c., waldstein, w. Medial unicompartmental knee arthroplasty for osteonecrosis: a cohort study comparing cemented and cementless fixation the journal of arthroplasty, 2025; 41, 1048-1056. Https://doi.org/10.1016/j.arth.2025.08.008 h6: suggested component code. Mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 02-jul-2026 that reported a retrospective study from germany. The purpose of the study was to assess the implant survivorship of cementless medial uka in the presence of osteonecrosis in comparison to cemented medial uka. The study reviewed 119 patients who underwent medial uka for on between january 1, 2020 and december 31, 2022. Patients were stratified into cemented (n = 63, women/men 71/29%, mean age 70 ± nine years, bmi 29 ± 4) and cementless (n = 56, women/men 34/66%, mean age 72 ± eight years, bmi 28 ± 4) groups. All procedures were performed via a minimally invasive medial parapatellar approach using the twin-peg oxford partial knee (zimmer biomet) with either cemented or cementless fixation. The follow-up in the cemented group was 45 ± nine months (range, 24 to 59) and 38 ± 10 months (range, 24 to 58) in the cementless group with a minimum follow up of 2 years.. It was reported that 2 patients in the cementless group underwent superficial debridement for wound healing disorder without bacterial growth. Attempts have been made and no further information has been provided.